Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a dog watch motor error. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and confirmed the reported issue. The device was visually inspected. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the speaker, lead screw, and clutches. As a result, the speaker, lead screw, and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.